Event description:
On (B)(6) 2017, the layer user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message at 9am on (B)(6) 2017. The patient manages her diabetes with insulin which she self-adjusts. She indicated that between (B)(6), she consumed less food/drink. She reported that at about 10:30pm on (B)(6) 2017, she developed symptoms of ¿drowsy and headaches¿. She denied receiving any treatment for her symptoms above her usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the product was not being used for the first time. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Drowsy and headaches, after the alleged product issue began.